Event description:
Additional information has been received stating as per surgeon's opinion not product related problem, the patient was not happy about having halos around lights. The iol was exchanged for non company lens 21.5 diopter model 1 months 25 days following the initial implant procedure with no patient harm.

Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in b.2., b.5., b.6., d.6.b., d.10., e.4., h.3., h.6., and h.11. The instructions for use (IFU) states that some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light (starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal iols, there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation on (B)(6) 2024, the patient had visual acuity complaints in her right eye. Patients follow-up visit notes are give below: (B)(6) 2024: very blurry vision. (B)(6) 2024: light sensitivity and vision was still blurry. She had corneal edema. (B)(6) 2024: light sensitivity, blurry vision, halos around lights. She was able to read with +2.00 otc reading glass. She had dry eye syndrome secondary to tear deficiencies. (B)(6) 2024: vision was unchanged, still very blurry. Current glasses had plano lens in right eye. Patient was not sure if dryness was still elevated. She had light sensitivity. Halos had increased at night, she had to close her right eye when passing another vehicle. Vision was not sharp and colors were duller. She had dry eye syndrome secondary to tear deficiencies. (B)(6) 2024: still had blurry vision, like a haze over right eye at all distances. Still had halos. She had dry eye syndrome secondary to tear deficiencies. An explant has been planned.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).